Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. Patient demographics are not available as case specifics could not be verified per the doctor.

Event description:
During a conversation with an external clinician doctor for a solopath performance feedback, it was mentioned that valve leakage was experienced with the device. The doctor stated he most frequently uses the sr-22xx devices, and less frequently uses the sr-19xx devices. He experiences valve leakage every procedure on both product sizes and unacceptable level of leakage was reported, 250 - 300 cc of blood loss with 0.035" guidewire installed during an average procedure. Patient condition is unknown. No intervention such as blood transfusion was required as a result of the experienced valve leakage.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.